Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except the helix clogged with dried blood. No other anomalies were found.

Event description:
It was reported that during the procedure, the helix was slowly rotate however the helix was extended quickly than usual. The lead was replaced and the procedure continued with the new lead. The patient was stable throughout the procedure.